Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested. Should it become available, a supplemental report will be submitted. Discarded at the hospital.

Manufacturer narrative:
Discarded at the hospital.

Event description:
The physician approached the lesion with the viance catheter over the guide wire. The viance spun freely and navigated down halfway through lesion. The patient complained of pain and an angiogram revealed a perforation at the area of side branch. Manual pressure was applied and perforation sealed. No further treatment was used.